Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction to the lot number and manufacture date. The thunderbeat tb-0535fcs probe was returned to the service center for evaluation for the ¿tip was defective and came apart¿. The user¿s complaint that the tip came apart was confirmed. The received condition tb-0535fcs probe was attached to the usg-400/esg-400 unit and a probe check was conducted. The probe passed the probe check. A visual inspection of the received condition probe was performed and some tissue buildup was observed. The teflon pad was inspected and found that fifty percent of the teflon pad was separated from the jaw with metal exposed. The distal end of the probe was placed under a microscope and observed to have charred marks as well as foreign material present throughout. There were no missing pieces observed from the device, as the teflon pad is separated at the distal end it is still intact with the thunderbeat device. The switches, wiper handle and jaw movement were all tested and observed to function normally and smoothly. The handle load and the rotation of the knob torque were also noted to function normally and smooth. Based on the evaluation, the probable cause of the damaged teflon pad is due to no or insufficient tissue between the probe and jaw during activation of the device.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, this type of tip breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report for a defective thunderbeat hand-piece (probe). It was reported that during a laparoscopic hysterectomy procedure, the tip of the probe "came apart". No further information was provided on the procedure and the reported event. It was reported the patient did not sustain any injuries.